Event description:
It was reported that patient had expired. Review of remote transmission noted patient had episode of ventricular fibrillation. All therapies were exhausted for vf and did not convert to rhythm. Patient had slow unstable rhythm 14min after the onset of episode. Multiple episodes of vt/vf were stored of which the last episode had atp therapy delivered which slowed the rhythm to sinus zone, though it was still irregular. Last episode was noted to be nonsustained over sensing episode that showed under sensing on the far field channel and intermittent ventricular pacing. Freeze capture transmitted showed ventricular pacing with no evoked response. No dft testing had been performed for patient. Patient was confirmed to have deceased by clinician.